Manufacturer narrative:
The device was received fully deployed. The cannula assembly and bottom housing were inspected for damages or abnormalities that could contribute to the reported events. No issues were observed in the inspection. The downloaded data does not show any timeouts or drive stalls during the pod's run. Although no issues were observed, the exact causes for the reported infection and irritation could not be conclusively determined.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours on the arm. Due to irritation and pain at the site that caused an abscess, patient sought medical attention at an urgent care facility, where pod was removed and the site was surgically drained of discharge and a culture of the infection was performed; she was eventually diagnosed with a (B)(6) infection. Patient returned to urgent care and was given an antibiotic injection as treatment, as well as a new prescription for the diagnosis. Patient also reported a blood glucose level over 600 mg/dl and was instructed to isolate indoors due to the infection. The updated antibiotic prescription was to be taken for the following 5-6 weeks. Patient also discontinued use of the device while healing from the reported infection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.